Event description:
Additional information: no patient involvement.

Manufacturer narrative:
Other, other text: additional information: no patient involvement. Information added to section b5.

Manufacturer narrative:
Device evaluation results: one medfusion pump was returned for investigation in used condition. The pump failed to power on because the power supply cable was disconnected. The power supply board was not screwed down, and the power supply cable probably loosened over time. The customer reported product problem was therefore confirmed based on this finding. However after getting the pump to power on, the investigator did not find a motor related alarm in the event history log (ehl). The investigator concluded that the root cause of the problem reported by the customer was caused by improper servicing of the device from the service and repair department.

Event description:
It was reported that the medfusion pump exhibited motor issues. No patient injury or complications were reported in relation to this event.